Event description:
An olympus employee reported there were purple stripes on the upper part of the image from the subject device. The device is a loaner device and no patient or procedure was involved in the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm purple stripes in the image. A flare was observed in the image during evaluation. In addition, there was a leak at the distal end due to deterioration and switches one, two, and three were deteriorated due to stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction: device manufacture date should have been jun 25, 2015 rather than jun 26, 2015 on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to moisture that entered the device from the leak location causing the ccd and video connector board to malfunction. The event can be detected/prevented by following the instructions for use which state: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.